Event description:
It was reported that this inflatable penile prosthesis (ipp) was auto inflating, and the patient was not satisfied. The ipp was explanted and replaced. There were no patient complications reported.